Event description:
This event was communicated by medtronic navigation who reported that a site had spheres that would not track during a procedure. Site replaced spheres and completed the case without any adverse events. Site/user disposed of spheres, did not record lot number and did not take any pictures. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.

Manufacturer narrative:
Not returned to manufacturer.